Event description:
Information received by medtronic indicated that the insulin pump had cracked alongside battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for further analysis.

Manufacturer narrative:
(B)(4). Retainer ring = black, on (B)(6) 2021 customer alleged pump has cosmetic damage(damaged battery compartment). Unit p-cap / reservoir locked properly in place and passed displacement test. The following were noted during visual inspection: serial number label missing, pillowing keypad overlay, cracked case-corner of belt clip rails, cracked case(battery tube), cracked keypad overlay, battery tube threads-cracked, cracked reservoir tube lip, cracked end cap, and scratched case. In summary, customer allegation for cosmetic damage(damaged battery compartment) was confirmed during visual inspection where cracked case on battery tube/corner of belt clip rails and cracked battery tube threads was noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.